Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damage to lcd glass. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display went blank during bolus. The customer stated that pressing b and act caused the words to appear very faintly in the menu. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.